Manufacturer narrative:
Pending evaluation.

Event description:
Revision - reason not reported.

Event description:
It was reported that a patient received a total hip arthroplasty on (B)(6) 2010. On (B)(6) 2018, the 63 y/o was revised to replace the cup and liner, due to a broken ceramic liner. No additional information was provided. This is one of two products involved with the reported event and the associated manufacturer report number 1038671-2018-00623.

Manufacturer narrative:
Section h3: it was reported that a patient received a total hip arthroplasty on (B)(6) 2010. On (B)(6) 2018, the 63 y/o was revised to replace the cup and liner, due to a broken ceramic liner. No additional information was provided. It is noted that there is a possibility of prosthesis fracture, patients should follow-up as recommended. Weight and activity level may affect the life of the implant. Surgeons who use exactech products are to be fully knowledgeable about the devices, instrumentation and implant techniques. Section(s): no information has been provided a2-a6: requested, not reported; b6 & b7: requested, not reported. This device is used for treatment, not diagnosis